Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation monitor intermittently was unable to power up due to pin 6 broken solder connection. The root cause for the broken solder connections could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During an investigation for an unrelated issue, a reportable malfunction was found. The monitor intermittently was unable to power up.